Event description:
The recipient is reportedly experiencing pain. The recipient was reportedly prescribed antibiotics (type unknown) and prednisone. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: sections d.1, & h.4. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient also was given a steroid/lidocaine block around the implant about 6 weeks ago. Additional information regarding treatment details were not provided. The recipient will reportedly not pursue revision surgery at this time. The recipient is wearing the device and doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.